Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -10.50. (B)(4). Method: evaluation method: lens work order search. Results: evaluation results: a lens work order search revealed one similar complaint within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo 13.2 -10.50 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. Excessive vault was observed on (B)(6) 2014. The lens was explanted and exchanged for a shorter lens with a similar diopter size on (B)(6) 2015. This resolved the problem. The patient's last visit on (B)(6) 2015, ucva was 20/20.